Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that for about the last two months, the patient had noticed that a couple days after going in for an office visit, they get the ¿call your doctor¿ icon when they tried to turn the ins off at night. They stated the patient did not report a code with the icon. When they interrogated the ins with the tablet, it showed out of regulation (oor), but everything was working fine. They could turn stimulation on/off, check impedance, nothing had changed, etc. This was approximately the fifth time they have seen the patient for the issue. The last time the patient was seen, the settings were changed, and the issue was thought to have been resolved. Now, the patient is back for the same issue. They stated the patient has not been able to adjust or turn the ins off because the ¿call your doctor¿ icon will not let them do anything else. The patient¿s therapy was fine. It was reviewed with them that use of high therapy parameters can lead to high current draw, resulting in oor. It was suggested for them to check impedances on the programmed electrodes in various positions and palpate the system for any change in stimulation. The possibility of intermittent short was reviewed and ran longevity calculation with the settings: bipole configuration, 2.3v, 60 pw, 130 rate, 1143 for electrode impedance (the therapy impedance was unknown at the time of the call), 12 hour/day usage, eri at 7.12 years, eos at 7.37 years, and battery voltage at 2.89v. No out of range impedance was reported. They ran multiple impedances prior to the call and indicated all were green. The monopolars were around 700/800 and the highest bipolar pair was 2173 ohms. It was reviewed with them that the ins may have started to decline towards eri since it was at 2.89v and if so, it would likely hit eri sooner than estimated. If the issue is an intermittent short, this would continue to drain the ins quickly and likely just replacing the ins would not resolve the issue as the root cause is likely with the lead or extension. It was also reviewed how the patient can bypass oor on the patient programmer. Though, it is likely they will only be able to turn the ins off and not be able to increase stimulation since the system is already in oor. It is up to them how to proceed, considering the patient¿s therapy remains unchanged. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated there was no change in activity level or programming that led to the call your doctor icon or out of regulation (oor) message; it just came up out of the blue. The doctor interrogated the device and eventually shifted program number 1 and 2 to be all included with number 1. However, it was stated the issue had not been resolved.